Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end of the insertion section had contour sharpness. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the initial malfunction occurred because the adjusting ring of the control section was broken, causing the insertion pipe to rotate unevenly. Additionally, in regard the contour sharpness observed at the distal end, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of the rigid videoscope turned on its own. This occurred during inspection for use. There were no reports of patient harm.